Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing issues with the wake button. Reportedly, at times the button has to be pressed multiple times for the pump to respond. In addition, the customer stated that they received a button alarm while the pump was sitting on the table not being interacted with. Customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump for insulin therapy.